Event description:
The reporter stated the surgeon inserted a +24.5 diopter cc4204bf collamer single piece lens and the back part of the lens tore in the cartridges. The reporter stated the cause of the lens tearing was due to the foam tip plunger catching the lens. The lens was removed with no patient injury. A different type lens was implanted.